Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump repeatedly emitted call service alarm cs052-0001. The reporter allegedly attempted rebooting the pump and changing the battery, however the alarm did not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/20/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs 052 call service alarms. During testing, the rewind step was not completed due to a duplicated cs 052 call service alarm. The pump case was removed and evidence of moisture ingress was found on an internal component.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.